Manufacturer narrative:
A product investigation was completed: the evaluation of the received synream flexible shaft has shown that one prong is broken off; the prong was not sent back for evaluation. The remaining three prongs are slightly bent. In general is the flexible shaft in a very used condition, there are numerous stress marks all over, the hexagon at the fore side and as well at the back side is totally worn and the marking is partially removed. Based on the appearance it can be concluded that this was a very often and intense used instrument. The relevant dimensions cannot be verified anymore due to the damage. Therefore the manufacturing documents were reviewed. This device was manufactured in september 2009 according to the specification. There were no deviations from the relevant drawing regarding dimensions, hardness and material. These findings speak against a manufacturing related issue. Based on the provided information, as it is even unknown when the breakage occurred, we are not able to determine the reason of this occurrence. It is likely that a mechanical overload did cause this breakage. Wear and tear may also have played a certain role. Per the device¿s important information leaflet: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it is reported the 5.0mm flexible shaft was noted to be broken during an unknown procedure on (B)(6) 2017. It is not known when or how the device was broken, but it was noted the issue occurred prior to the procedure on (B)(6) 2017. Device was used to complete the procedure successfully with a delay of approximately 5 minutes but no harm to patient. This report is for one (1) 5.0mm flexible shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 352.040, lot# 2521072. Manufacturing location: (B)(4), manufacturing date: sep 24, 2009. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.